Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump touchscreen became unresponsive, with neither the unlock control nor other on-screen icons registering touch, while the sleep/wake button continued to function; cleaning the screen, removing the protector, extended button hold, and power cycling via battery depletion did not restore touch responsiveness, and a replacement device was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a touchscreen input failure consistent with an unresponsive key or button, aligning with a software problem associated with the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. Thank you for the prompt cooperation.